Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for a follow-up, auto-mode switch episodes due to atrial lead noise were observed on multiple stored electrograms. Atrial undersensing and low pacing impedance were also observed. Sensitivity settings were adjusted and atrial lead replacement was discussed. The patient is stable.

Event description:
New information received notes that the lead was capped and replaced successfully due to oversensing on (B)(6) 2019. The patient was stable before, during and after the procedure.